Event description:
Caller stated that he was implanted with a sphincter on (B)(6) 2021. About six weeks later the device was activated. Immediately after activation, he started experiencing a burning sensation. He went back to the doctor to complain of this symptoms. It was later detected that the device was not functioning correctly, it was shredding and closing around the urethra where it was difficult for the patient to void. In (B)(6) 2021 an emergency surgery was done to remove the shredding part of the device. Patient was told that he would now begin to heal. After the partial explant a temporary catheter was placed, thereafter patient started experiencing pain in the area of the insertion. He went to the emergency room where the catheter was removed and it was noted that the catheter is broken and infected. Pt said he was told the catheter had stayed on him for too long. Pt went back to the doctor for a followup and complained of continued pain but the doctor could not help him. Pt sought a second opinion, he was told by the second doctor that the device is corroded and need to be removed. Patient stated that his next appointment for the explant of the device is sometimes in the new year.